Event description:
Via third party lawsuit, patient reported suffering several heart attacks during and after receiving dialysis treatment in a af-220 dialyzer at their home. No further information is available.